Manufacturer narrative:
Additional narrative: a product development evaluation was completed: one matrix holding sleeve (part 03.632.036 lot 6512081) was returned for reportedly falling on the floor and breaking. This holding sleeve is the same design as 03.632.001 except 03.632.036 is longer. The matrix spine system includes 5 holding sleeves (03.632.001, 03.632.036, 03.632.085, 03.616.042, 03.616.043) for screw insertion with an appropriate driver. The distal male threads mate with the female threads of the screw. The applicable technique guides illustrate how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. The received part 03.632.036 lot 6512081 was returned with the complaint that the tip is broke after falling on the floor. This device is missing half a level of threading from the distal tip. Product drawings were reviewed. The complaint condition states that the screw driver and holding sleeve fell on the floor and were damaged. Based on the description, it is clear that the broken condition is due to user mishandling and not related to the design of the product. This complaint is confirmed as the tip of the instrument is broken. Based on the complaint description, the breakage is due to mishandling and not related to the design of the product. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and revealed that this article was manufactured by magnum manufacturing center, inc. Manufactured the holding sleeve-long for matrix, p/n 03.632.036, and lot # 6512081 on po #(B)(4), for (B)(4) pieces dated february 22, 2011. Initially, the part conformed to the certificate of compliance, dated february 21, 2011, and was inspected and conformed to the synthes incoming final inspection sheet #(B)(4), revision ¿l¿. The parts were released to the warehouse on february 22, 2011. There were material review reports, nonconformance reports, or complaint related issues with this lot. The holding sleeve-long for matrix was made to the synthes drawing p/n 03.632.001, revision ¿g¿, released on september 17, 2010. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported while putting together a long-term loaner set following a procedure, after the parts had been cleaned, the screw driver and holding sleeve fell on the floor and were damaged. The tip of the screwdriver bent and the tip of the holding sleeve broke off. The event did not occur during surgery. This is report 1 of 1 for (B)(4).